Manufacturer narrative:
Product complaint # (B)(4). Date sent: (B)(6) 2019. Batch #: unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. The following information was requested: was the anastomotic leak repaired intraoperatively? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Did the healthcare professional receive audible & tactile feedback when firing the device? Was there any issue with removing the device? If yes, can you please describe the specific steps that were taken to remove the device? Were the donuts inspected? If so, please describe. Was a complete transection of the cutting washer visually confirmed? Were there any issues noted with staple formation? How was leak identified? How was the leak addressed? Was there any change in the post-operative care of the patient as a result of the event? If yes, please describe. Response received: the sales rep had been present during the esophagectomy procedure and there were no issues with the use of the device. Per the rep, dr. Does an esophagectomy case every two weeks or so. A few weeks after the original procedure, the sales rep asked the surgeon how comfortable he felt with the powered circular and he mentioned in passing that the patient had a leak. The rep reported that the esophagectomy cases are so complex to begin with and the patients are quite sick. The surgeon did not allege that the leak was a result of a quality issue with the cdh29p device and would not have reported a complaint. The surgeon did not provide more details. The following information was requested: where was the anastomosis performed (chest, abdomen, etc.)? Were there any issues experienced with the device at all in the initial surgical procedure? Does the surgeon believe the ethicon device caused or contributed to the postoperative leak or were there other contributing patient factors? What is the current status of the patient? Would the surgeon be interested in speaking with ethicon medical and engineering personnel? Response received: the surgeon has not expressed any interested in talking with ethicon, nor did he ask me to submit the complaint. The patient was very sick and he can not for sure say that the circular stapler caused the leak. I do not have any additional information on this matter.

Event description:
It was reported that the doctor was performing an esophagectomy and there was an postoperative anastomotic leak using a cdh29p. It was not reported how the procedure was completed. The doctor reported the patient is doing fine.